Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation revealed the freehand target device, distal gamma 350 mm to be the subject product. No further associated products were reported. Review of the device history records revealed no discrepancies. The item returned was documented as faultless prior to distribution. As the device had been in use for a longer time (manufactured in 1998) we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found. The thread of the fixation screw of the free hand target device was completely broken off. The broken off part was not received for evaluation. The appearance and the evidences of the breakage surface indicated that the fixation screw broke in a brittle manner due to overload. The breakage of the device most likely had occurred intra-operatively caused by applying too high bending forces. Based on the above facts it can be ascertained that the root cause of the reported event was not related to a deficiency of the device, but was rather linked to an inadequate handling by the user. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It is reported by the nurse of the hospital, that the ring on the instrument broke.

Event description:
It is reported by the nurse of the hospital, that the ring on the instrument broke.